Event description:
The customer reported that the system intermittently displayed a communication error message and the screen would go blank. This resulted in a loss of the live image. There is no report of pt injury.

Manufacturer narrative:
A ge service rep performed an onsite investigation. The ps1 power supply voltage was adjusted and the connectors were reseated. The system was then found to be operating as intended.